Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: during investigation, moisture was found behind the display lens and in the battery compartment. All keypad buttons were responsive to user input and the keypad was intact. A leak test was performed and failed due to a leak in the battery compartment, and the audio bolus button. The keypad cover was removed to find no contamination under the button contacts. The keypad cover was removed to find internal moisture on the keypad connector, printed circuit board, and on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.